Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during an elevate anterior procedure on (B)(6) 2011, the fixating arm perforated the rectum on the patient's right side. The fixating arm was removed from the rectum. A colorectal surgeon was consulted. The device was implanted with anterior fixation, but not posterior fixation. The patient is reported to be doing well.